Event description:
This unsolicited case from united states was received on 15-dec-2017 from physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency patient had swelling and pain. Also, device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history, and concurrent condition were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection (batch/ lot number: 7rsl021; dose, frequency, indication and expiration date: not reported). On an unknown date in (B)(6) 2017, after unknown latency, patient complained of swelling and pain. Patient was coming in later today and he wanted to know how to treat the patient. Physician wanted to prescribe antibiotics more than likely, but would like to know what bacteria he was trying to target. Corrective treatment: not reported for all events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced swelling and pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.